Manufacturer narrative:
Initial reporter phone #: ext (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there has been a hair found in the plunger section of the syringe.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: there has been a hair found in the plunger section of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information:d.9. Device available for eval?: yes.d.9. Returned to manufacturer on: 10/19/2021.h.6. Investigation: one sample and photos received for investigation, upon visual inspection of the picture provided from lot 2103071 it can be observed a hair inside the fluid path of the syringe. This suggest, the hair fell during assembly process. A device history review was performed for the reported lot 2103071, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, possible root cause is human error.